Event description:
Additional information was received. It was reported that the patient cancelled out of the surgery. No further information was known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient reports getting electric shocks from device. Started with "niggles" sometime in the middle of last year. In the past few weeks the shocks have been worse. They occur in patients left side abdomen and are unpredictable. Patient denies any history of falls / accidents. Patient has turned the device off, and the shocks have resolved. Manufacturer representative (rep) will see the patient next thursday afternoon ((B)(6) 2025) to do impedance / battery check. Patient scheduled for surgery (B)(6) 2025 for replacement of lead and battery.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2jr4z; implanted: (B)(6) 2022; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 04-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.